Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead wherein the l5 lead was scarred into place, and it was unable to be removed. Ultimately, the l5 lead was snipped short and left parallel to the newly implanted s1 lead.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on their drg l5 lead. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.